Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.502" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the provided image shows a broken curved blade that has separated from the distal end of the instrument. The event investigation is in progress. .

Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the harmonic ace instrument was broken. The customer retrieved the fragment from the patient's body. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no instrument collision. The surgeon retrieved the fragment from the patient during the same procedure. A backup instrument of the same kind was used to complete the procedure. No x-ray or other imaging was performed. No additional surgical procedure was required. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a fragment.